Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal (j-tube) was placed on (B)(6) 2010 for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. According to the complainant, post procedure on (B)(6) 2010, the intestinal tube was impossible to rinse. On (B)(6) 2010 the patient had an x-ray which showed that the j-tube had a kink and loop in the ventricle. In addition, the intestinal tube tip was behind the pylorus. The physician attempted to straighten the intestinal tube and move it into the correct position however it was unsuccessful. The patient received the duodopa through the ventricle. The patient had an appointment at the gastro unit on (B)(6) 2010 at 13:30 for an exchange of the intestinal tube. The patient's condition is reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact date of birth is unknown, (B)(6). (B)(4) - exchange of j-tube. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).